Event description:
Olympus medical systems corp (omsc) was informed that pseudomonad aeruginosa was detected from the subject device during a routine inspection. The user facility doubted that the reprocessing was insufficient and then the subject device was cleaned and disinfected again. But even after the reprocessing a little klebsiella oxytoca and enterococcus faecium were detected from the subject device. The subject device was used to sputum suction. The user facility had culture test twice or three times a year. No pt infection was reported.

Manufacturer narrative:
This supplemental report is being submitted as additional information became available. Shirakawa medical equipment service operation center (sorc shirakawa) inspected the subject device. The inspection found that a part of the insertion tube was collapsed and there were stain in the instrument channel and on the c-cover. The collapse in the insertion tube was judged to be repaired by sorc shirakawa. It is not clear whether the collapse related to the event at this time. The exact cause of the reported event could not be conclusively determined however, based on the findings that there was stain in the subject device, inappropriate reprocessing by the user facility could not be ruled out as a contributory factor of the event.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for eval. Based upon the eval of the subject device by omsc, it was confirmed that there was a little brown foreign substances around the suction cylinder and white foreign material at the openings of instrument channel of distal side by means of magnifier observation. The inside of the channel was observed and there were no significant scratches or foreign materials at all length. The subject device passed the leakage test. Based on the findings, inappropriate reprocessing by the user could not be ruled out as contributory factor of the event. The manufacturing history was reviewed, with no irregularities related to this problem noted. If add'l info becomes available at a later time, this report will be supplemented.